Manufacturer narrative:
This customer reported three (3) falsely elevated blood lead test results associated with the test kit. This report documents one patient. Separate mdrs are filed for each of the results. The related report numbers are referenced in the respective 3500a forms for traceability.

Event description:
Customer reported falsely elevated patient blood lead test results with leadcare ii to their regional point of care (rpoc) specialist. Rpoc and customer requested a meeting to troubleshoot on (B)(6) 2026. Customer reported an elevated leadcare ii patient blood lead test result of 14.0 ug/dl with corresponding confirmatory test result of 3.0 ug/dl. On (B)(6) 2026, the customer reported running level 1 and level 2 controls prior to blood lead testing. Customer reported they run controls every 30 days or upon opening a new test kit. Customer was unable to provide values for the most recent run of level 1 and level 2 controls. During troubleshooting technical services (ts) asked the customer to describe their method applied for collecting capillary blood. The customer described procedures that do not fully align with the instructions for use (IFU) and cdc recommendations in the IFU including: not washing the patient's hands with soap and water and then allowing hands to air dry. Not wiping excess blood on the outside of the capillary tube. Customer reported they transport the capillary tube to and from the collection room and testing area. Ts instructed the customer to bring the entire bottle of capillary tubes and plungers and a treatment reagent (tr) tube into the collection room. Ts instructed the customer to insert the capillary tube immediately into the tr tube following blood collection. Ts instructed the customer to follow cdc capillary collection video. Customer stated they would review information with staff. Customer confirmed they do not use third party micro-collection devices for blood lead collection. Ts provided FDA safety communication regarding ram scientific safe-t-fill microtainers and provided a link to the FDA website. On (B)(6) 2026, the customer reported they have seen no additional falsely elevated results after retraining staff to cdc guidelines. Customer satisfied with assistance from ts.